Event description:
Nasogastric tube inserted for feeding. The cap on the stylet broke off and the stylet was unable to be removed. The entire tube had to be removed and replaced with a new nasogastric tube. There were no adverse effects to the pt.